Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about one infusion set fell off. Infusion set was in use for 1day. Patient blood glucose at the time of issue was 300 mg/dl. No further information available.